Event description:
It was reported that after a procedure using a farawave pulsed field ablation catheter the patient experienced a stroke and was hospitalized. It is unknown if any intervention was performed to treat the stroke. The device is not expected to be returned for analysis. It was further reported that the patient had visual impairment post-procedure. A computed tomography scan confirmed new stroke findings.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updates were made based on additional information received to blocks b5 describe event or problem, h6 patient codes and impact codes, and h11 additional MFR narrative. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure using a farawave pulsed field ablation catheter the patient experienced a stroke and was hospitalized. It is unknown if any intervention was performed to treat the stroke. The device is not expected to be returned for analysis.